Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 243 to 500 mg/dl. The customer was nauseous and thought that there were ketones; but had not tested. Insulin injections were administered to address the high bg level. The customer changed the cartridge, infusion set tubing. The infusion set site was changed a couple of times as it was thought to be a possible source of the occlusions. However, the customer was to changed out the cartridge and use one from another box.